Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test. Sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was reading falsely low. Customer's blood glucose level was 5.6 mmol/l but their sensor glucose level was 2.6 mmol/l. Insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 3.0 mmol/l. The device will be returned.